Event description:
Per the clinic, the patient experienced a diffuse middle ear inflammation with cholesteatoma in the mesotympanum and fluid (otorrhea) around the implant body and electrode. Subsequently, the device was explanted on (b)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.